Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice device during use. The technical service representative explained the alarm and assisted the patient in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.